Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sheath from the device fell off into the patient cavity. It was discovered only when the surgeon did a last glance in the abdomen. There was patient injury. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Potential lot numbers: p5c0364x and p6d0078x.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar. The sheath was not attached to the cannula. There were no functional abnormalities observed. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Replication of the missing sheath may occur when the instrument is manipulated and placed out of position after being removed from the blister package. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.